Event description:
The user facility reported that when the radifocus guidewire m was used, it felt less slippery than usual. They decided to discontinue its use and replaced it with another same-type product. The second one worked as expected, leading them to suspect a problem with the first one. The urethane was chipped off and potentially remained in the patient. The procedure outcome was not reported; however, the patient was not harmed.

Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510(k): k923607, k926214. One guidewire was returned. Visual inspection of the actual sample (unaided eye): the outer layer of the actual sample had peeled off in the area approximately 160mm - 344mm from the distal end (approximately 184 mm in length), exposing the core wire. The peeled outer layer was approximately 184mm in length and lifted but still connected to the main body at its distal end, approximately 160mm from the distal end of the main body. Visual inspection of the actual sample (digital microscope): [main body]: the outer layer at approximately 160 mm-344 mm from the distal end had peeled off over half the circumference. The proximal edge of the peeled area, at approximately 344 mm from the distal end, was arcuate and had a gentle gradient. The outer layer was chipped off at approximately 345 mm from the distal end. The distal edge of the chipped area was linear and had a step. The proximal edge of the chipped area was arcuate. All the peeled and chipped surfaces were smooth. [Peeled outer layer]: the distal edge of the peeled outer layer was arcuate. The surface of the peeled side was smooth. Outer layer missing length: regarding the area approximately 160 mm-344 mm from the distal end, since the peeled area and the peeled portion matched in terms of the shape of edges and length, it was judged that there was no missing portion of outer layer from this area. Regarding the chipped part at approximately 345 mm from the distal end, it was judged that the outer layer was missing. The outer diameter (undamaged section) met the factory's control standards. No anomaly was observed. No anomaly was found in the manufacturing record and the shipping inspection record. No similar cases have been reported from other facilities. Past simulation test: we have experienced instances where the outer layer of the radifocus guide wire m was peeled off when used in conjunction with a metal needle. When a peeling of outer layer occurs due to the combination use with metal needle, the following characteristics can be confirmed. The outer layer is peeled off circumferentially, exposing the core wire. The surface of peeled outer layer is smooth. The edge of peeled part of outer layer at the distal side is straight and have a step. The edge of peeled part of outer layer at the proximal side is a gentle gradient. These characteristics were thought to be similar to those of the actual sample. Based on the investigation result, no anomaly was found in the manufacturing record, the shipping inspection record, and the dimensions of the actual sample. Based on the investigation result, it was likely that since the actual sample was pulled out while it was used in combination with the metal needle, it may have come into contact with the metal needle, leading to the peeling of the outer layer. Relevant instructions for use (IFU) reference: "do not manipulate or withdraw the guidewire m through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.